Event description:
New information received states that high capture threshold was observed, and high hv lead impedance continued to be seen. The lead was replaced. The patient condition was alright.

Event description:
It was reported that high pacing lead impedance was observed. The lead remains implanted. No further information is available.